Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Physician indicated device functioned as expected. Review of manufacturing records demonstrates that all materials met release criteria.

Event description:
Metacarpal nail was explanted.